Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced abdominal pain lower ("bad cramps"), back pain ("back pain") and menstruation delayed ("five days late it came and has been heavy and have clots"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches") and menorrhagia ("five days late it came and has been heavy and have clots"). The patient was treated with surgery (surgery to remove the essure). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, back pain and menorrhagia outcome was unknown and the headache and menstruation delayed had resolved. The reporter considered abdominal pain lower, back pain, headache, menorrhagia, menstruation delayed and pelvic pain to be related to essure. The reporter commented: she need for additional surgery. Most recent follow-up information incorporated above includes: on (B)(6) 2018: event pelvic pain was added and case category was updated to incident. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pelvic pain worst on right side") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included fatigue, nickel sensitivity and hypothyroidism. Concurrent conditions included difficulty sleeping. Concomitant products included thyroid therapy for hypothyroidism as well as cilest (sprintec). On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced headache ("headaches") and migraine ("migraines"). In 2014, the patient experienced abdominal pain lower ("bad cramps"), back pain ("back pain") and menstruation delayed ("five days late it came and has been heavy and have clots"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and nausea ("nausea"). On an unknown date, the patient experienced menorrhagia ("five days late it came and has been heavy and have clots"), toothache ("dental problems/dental /teeth pain"), dysmenorrhoea ("dysmenorrhea ( cramping)"), the first episode of dyspareunia ("dyspareunia"), fatigue ("fatigue"), urinary tract infection ("infection: uti"), allergy to metals ("nickel allergy") with rash, weight increased ("weight gain"), arthralgia ("joint pain/hip pain/knees pain/ankle pain/wrist pain"), musculoskeletal chest pain ("rib pain") with dysstasia and gait disturbance, the second episode of dyspareunia ("pain after sex"), pain in extremity ("finger pain/elbow pain"), abdominal pain upper ("right upper quadrant pain"), hypothyroidism ("hypothyroid") and pain ("my joint saches and throb"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, headache, back pain, menstruation delayed, arthralgia, musculoskeletal chest pain and pain in extremity had resolved and the abdominal pain lower, menorrhagia, toothache, dysmenorrhoea, fatigue, urinary tract infection, migraine, nausea, allergy to metals, weight increased, the last episode of dyspareunia, abdominal pain upper, hypothyroidism and pain outcome was unknown. The reporter considered abdominal pain lower, abdominal pain upper, allergy to metals, arthralgia, back pain, dysmenorrhoea, fatigue, headache, hypothyroidism, menorrhagia, menstruation delayed, migraine, musculoskeletal chest pain, nausea, pain, pain in extremity, pelvic pain, toothache, urinary tract infection, weight increased, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure. The reporter commented: she need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2003: total bilateral occlusion; on (B)(6) 2013: failure to occlude on (B)(6) 2016 pathology testuterus and fallopian tubes, total laparoscopic hysterectomy (132 g) and bilateral salpingectomy: cervix: no significant pathologic abnormality. Endometrium: proliferative pattern endometrium with stromal breakdown. Myometrium: intramural leiomyoma, 1.2 cm in greatest dimension. Serosa: serosal adhesions. Bilateral fallopian tubes: benign paratubal cyst, left the right fallopian tube is 6 x 0.7-0.8 cm, and demonstrates congested red-brown serosa with no gross or palpable luminal lesions. There are a few serosal cysts measuring up to 0.3 cm. The left tube is 9.5 x 0.7 cm, with flattened fimbria adherent to more medial tube, with a 0.6 cm pedunculated paratubal cyst at the fimbriated end. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain,fatigue, joint pain, muscle pain, back pain,cramp, bleeding,pain in right lower quadrant and pelvic region,dyspareunia,heat pack,fatigue, weight gain, dysmenorrhea,anxiety most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and mr received.eevnt:joint pain,dental problems; dysmenorrhea; dyspareunia; fatigue; infection: uti; migraines/headaches; nausea; nickelallergy; pain; weight gain, rib pain, finger pain. Abdominal pain upper, wrist pain ,hypothyroid ,I cannot sit, stand ,hard to walk ,joints ache and throb were added.historical condition , concomitant drugs, concomitant disease , lab data were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic pain worst on right side') in a 34-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included fatigue, nickel sensitivity and hypothyroidism. Current weight 175 lbs. Concurrent conditions included difficulty sleeping. Concomitant products included thyroid therapy for hypothyroidism as well as ethinylestradiol;norgestimate (sprintec). On (B)(6)2013, the patient had essure inserted. In 2013, the patient experienced headache ("headaches"), lasting 1 month and experienced migraine ("migraines"). In 2014, the patient experienced abdominal pain lower ("bad cramps") and back pain ("back pain") and experienced menstruation delayed ("five days late it came and has been heavy and have clots"), lasting 5 days. In (B)(6)2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and nausea ("nausea"). On an unknown date, the patient experienced menorrhagia ("five days late it came and has been heavy and have clots"), toothache ("dental problems/dental /teeth pain"), dysmenorrhoea ("dysmenorrhea ( cramping)"), dyspareunia ("dyspareunia/pain after intercourse"), fatigue ("fatigue"), urinary tract infection ("infection: uti"), allergy to metals ("nickel allergy") with rash, painful joints ("joint pain/hip pain/knees pain/ankle pain/wrist pain"), musculoskeletal chest pain ("rib pain") with dysstasia and gait disturbance, post coital pain ("pain after sex"), pain in extremity ("finger pain/elbow pain"), abdominal pain upper ("right upper quadrant pain/ruq pain/stomach pain"), hypothyroidism ("hypothyroid"), joint pain ("my joint saches and throb/ankle pain"), musculoskeletal pain ("shoulder pain"), ovarian cyst ("ovarian cyst"), endometriosis ("endometriosis"), breast pain ("breast are extremely sore and tender"), breast tenderness ("breast are extremely sore and tender"), flank pain ("flank pain") and renal pain ("kidney pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, headache, back pain, menstruation delayed, painful joints, musculoskeletal chest pain, pain in extremity and musculoskeletal pain had resolved and the abdominal pain lower, menorrhagia, toothache, dysmenorrhoea, dyspareunia, fatigue, urinary tract infection, migraine, nausea, allergy to metals, weight increased, post coital pain, abdominal pain upper, hypothyroidism, joint pain, ovarian cyst, endometriosis, breast pain, breast tenderness, flank pain and renal pain outcome was unknown. The reporter considered abdominal pain lower, abdominal pain upper, allergy to metals, back pain, breast pain, breast tenderness, dysmenorrhoea, dyspareunia, endometriosis, fatigue, flank pain, headache, hypothyroidism, menorrhagia, menstruation delayed, migraine, musculoskeletal chest pain, musculoskeletal pain, nausea, ovarian cyst, pain in extremity, painful joints, pelvic pain, renal pain, toothache, urinary tract infection, weight increased, joint pain and post coital pain to be related to essure. The reporter commented: she need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 44.8 kg/sqm. Hysterosalpingogram - on (B)(6)2003: results: total bilateral occlusion; on (B)(6)2013: results: failure to occlude. On (B)(6)2016 pathology test uterus and fallopian tubes, total laparoscopic hysterectomy (132 g) and bilateral salpingectomy: cervix: no significant pathologic abnormality. Endometrium: proliferative pattern endometrium with stromal breakdown. Myometrium: intramural leiomyoma, 1.2 cm in greatest dimension. Serosa: serosal adhesions. Bilateral fallopian tubes: benign paratubal cyst, left the right fallopian tube is 6 x 0.7-0.8 cm, and demonstrates congested red-brown serosa with no gross or palpable luminal lesions. There are a few serosal cysts measuring up to 0.3 cm. The left tube is 9.5 x 0.7 cm, with flattened fimbria adherent to more medial tube, with a 0.6 cm pedunculated paratubal cyst at the fimbriated end. Most recent follow-up information incorporated above includes: on 10-dec-2019: social media received new events: shoulder pain, ovarian cyst, endometriosis, breast are extremely sore and tender, flank pain, kidney pain. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.